Event description:
Reported issues with rapid battery depletion requiring nightly recharging. There was no adverse impact to the customer¿s blood glucose level. The customer, who is currently out of warranty, is in the process of obtaining a new device and declined further follow-up regarding these issues.